Manufacturer narrative:
Biomérieux internal investigation was conducted for the staphylococcus aureus isolate submitted by the customer. Investigational testing included the following. - isolate identification confirmed staphylococcus aureus. - pcr mec a/mec c : pcr mec a positive => (B)(6) confirmed. - agar dilution : oxacillin reference mic = 2mg/l susceptible (mass and induced colonies) => low level of resistance. - cefoxitin disc diffusion : diameter = 17.7 mm resistant (no colony in the inhibition zone; selected colony at the edge of the zone to select the most resistant). - chromid tm (B)(6): positive in favor of (B)(6) strain. - vitek® 2 gn ID (customer lot and random lot): for the mass colony: oxacillin mic = 1 mg/l susceptible and cefoxitin screen test is neg for the inducible colony: oxacillin mic >=4 mg/l resistant and cefoxitin screen test neg corrected to pos. The investigation duplicated the customer results, and the phenotype (B)(6) is not detected by vitek® 2 before induction. The vitek® 2 oxacillin mic is in essential agreement with the reference method agar dilution within one (1) doubling dilution; however, the cefoxitin screen test is discrepant with the intended result. The investigation concluded that the patient isolate is an atypical strain for vitek® 2 system phenotypic ast testing method. Genetic measurement techniques (pcr) and non-automated methods such as disc diffusion and chromid tm chromogenic media are more conducive to testing certain slower-growth organisms.

Manufacturer narrative:
Device not returned to manufacturer

Event description:
A customer in (B)(6) reported a false susceptible oxacillin result for a staphylococcus aureus organism in association with the vitek 2 ast-p580 test kit. Retesting provided the same result. Testing via biorad screening plate provided a result corresponding to (B)(6). This result was provided to the physician. The (B)(6) result was confirmed by pcr test; (B)(6). Note: the biorad media used by the laboratory is not validated for use with the vitek 2 products. The customer stated there was no adverse impact to the patient health as a result of the discrepant ast-p580 test result. The oxacillin result from the vitek 2 ast-p580 was not reported to the physician. Culture submittals have been requested by biomerieux for internal investigation. Internal biomerieux investigation will be initiated.